Event description:
During patient preparation for an atrial fibrillation procedure, there were communication issues with the prs-p resulting in cancellation of the procedure. There were issues locating the prs-a. There were initially no issues locating the prs-p. The prs-a was replaced and the issue resolved momentarily before re-occurring. The ports the prs were connected to were swapped but the issue persisted. The amplifier was replaced and the issue persisted. Both amplifiers consistently flashed an error message about disconnecting from the dws. Replacing the fiber optic did not resolve the issue. The case was cancelled due to this issue. There were no adverse consequences to the patient. Further troubleshooting found the issue was due to a non-functioning prs-p.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined. Per the event description the symptom was resolved during the troubleshooting by replacing the patient reference sensor posterior.

Event description:
During patient preparation for an atrial fibrillation procedure, there were communication issues with the prs-p resulting in cancellation of the procedure. There were issues locating the prs-a. There were initially no issues locating the prs-p. The prs-a was replaced and the issue resolved momentarily before re-occurring. The ports the prs were connected to were swapped but the issue persisted. The amplifier was replaced and the issue persisted. Both amplifiers consistently flashed an error message about disconnecting from the dws. Replacing the fiber optic did not resolve the issue. The case was cancelled due to this issue. There were no adverse consequences to the patient. Further troubleshooting found the issue was due to a non-functioning prs-p. The reported prs-p was discarded.